Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported patient with corneal haze and blurry vision of the left eye at photorefractive keratectomy (prk) post-operative visit. Additional information indicated patient's topical steroid dosage was increased. Additional information has been requested.